Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (44 mg/dl). Customer stated that their insulin may have been compromised, and caused their low bg levels. Reportedly, the customer has resolved the issue with their insulin manufacturer. Customer drank juice to stabilize bg levels.